Manufacturer narrative:
The return of the unit has been requested however the customer indicated that the unit would not be returned for evaluation. If any additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a neck dissection procedure, the gauze on the surgical field caught on fire while using monopolar and bipolar at the same time. Devices in use with the generator were non-medtronic. No patient injury was reported. The customer has indicated that no additional information regarding the event is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.